Event description:
It was reported "safety barrel is stuck in the stylet handle." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refp4405 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "safety barrel is stuck in the stylet handle." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the safety mechanism was not activated was confirmed, but the exact cause could not be determined from the two photographs that were provided for investigation. The first photo showed the powerglide deployment system with the catheter and wings removed from the needle. The guidewire appeared to be extending from the needle. The safety mechanism was not present at the distal tip of the needle. The second photo showed what appeared to be the safety mechanism within the handle of the deployment system. The catheter and wings were not attached to the safety mechanism and were not visible in the photo. Since the photo demonstrated the reported event, the complaint was confirmed; however, the exact cause of the complaint could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. H3 other text : evaluation findings are in section h.11.